Manufacturer narrative:
(B)(4). Evaluated one opened/used reservoir. Inspected reservoir o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop (B)(4) as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak.

Event description:
Customer reported that insulin continued to exit the insulin pump after the manual priming process. Customer reported that this was a recurring issue. Following this event, a doctor and a nurse were able to successfully complete the manual priming process. Blood glucose level was not provided. No further information was provided.